Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The controller event log file contained events spanning from 03jun2023 to 07jun2023. Intermittent low flow alarms were recorded on 06jun2023 and 07jun2023 that the account attributed to gastrointestinal bleeding (gib). No other notable events or alarms were captured. The pump appeared to have been operating as intended at the fixed speed. The patient remained ongoing on (B)(6) until they passed away following the withdrawal of care due to poor prognosis on (B)(6) 2023. (B)(6) was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) outlines potential adverse events, including bleeding and death, that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU also outlines visual/audible alarms and what action(s) to take in the event they occur. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was brought to the hospital on (B)(6) 2023 after abrupt decrease in flow and loss of consciousness. Log file review captured flow dropping to 0.1 liters per minute (lpm) at 7:24 am. After flow dropped, it rebounded and fluctuated for the remainder of the history. During this time, motor power was trending downward. It was later reported that the low flow alarms were caused by gastrointestinal bleeding. The alarms resolved with intravenous fluids and packed red blood cells (prbcs). It was later reported that due to poor prognosis, care was withdrawn, and the patient passed away on (B)(6) 2023.